Manufacturer narrative:
Concomitant medical products: product ID 8835; serial# (B)(6). Product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient that they went to the doctor today to have the pump refilled. The patient stated the alarm date was on the 15th and they usually go about 10 days beyond that, but the personal therapy manager (ptm) said today ((B)(6) 2023) the pump was off of that alarm date and the next refill date was (B)(6). The patient also mentioned they had a volume discrepancy today at the doctor's office. Patient stated they were expecting maybe 1 cc of medication to be in the pump, but there was 8 cc of morphine. It was further reported that the patient also mentioned they get error codes all the time. Patient services asked patient if they had gotten any today or remembered any of them and patient said no. Patient stated 'their normal lockout is 4 hours, and sometimes when their bolus, they got the denial, but then it said 4 hours and 0 minutes'. Patient services went over potential uplink error. Patient confirmed they do use the antenna but sometimes that doesn't solve the problem. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the antenna. Patient services told patient to keep journal of when they request a bolus and bring it up their healthcare provider (hcp).